Event description:
It was reported that the pump displayed a reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the reset was a built-in safety feature and educated them on steps to restore the pump functions. The customer understood these instructions and successfully resumed insulin therapy.